Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was above 600 mg/dl. Caller stated that the customer became unconscious prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.